Event description:
I have used complete moisture plus contact lens solution since I started wearing contacts 2 years ago. Recently, I began having problems with my eyes, a feeling I had something in my eyes, dryness and in mid may it culminated into the inability of my putting my contacts in. When I put them in I experienced severe burning and the whites of my eye immediately turned red. I was unable to wear my contacts and tried each morning to put them in for a week and each time the burning and pin occurred I had to remove them immediately. I went to the doctor in 2007. The doctor said I might have allergies; he put me on patanol 2 times a day for 4 weeks. However, this problem is 24/7 indoors and outdoors. I have never had any problems with my eyes, however, since this problem arose, I am aware of my eyes during the entire time I am awake, either they are light sensitive or feel strained.